Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the sigmoid colon of a patient on (B)(6) 2012, during a stent placement procedure. According to the complainant, the indication for the stent placement was for a bridge to surgery for a colon stricture. On (B)(6) 2012, a wallflex enteral colonic stent was implanted within the sigmoid colon of a patient and the stricture dilated 7-8 mm as a result of stent placement. No issues were reported during the initial stent placement. On (B)(6) 2012, an exam was performed to check the state of the stricture and noted that the stricture was dilated to 12 mm. The physician was satisfied with the expansion of the stent. On (B)(6) 2012, the patient complained of abdominal distention. An exam was performed and identified the stent had migrated to the lower part of the rectum. The stent was in the vicinity of the anus and was easily removed by hand. The stricture and neighboring anatomy was examined and there was no issues noted. An ileus tube was then placed in the stricture. There were no patient complications as a result of the stent migration. The patient condition was reported to be good.

Manufacturer narrative:
Patient is over 18 years old. (B)(4). The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the device history record (DHR) was performed, which confirmed that the device met all manufacturing specifications. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Stent migration and pain are known adverse events associated with the use of this device and are listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.